Manufacturer narrative:
Concomitant medical products: product ID: a71100, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a71100, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep was working with pt today and was connected to the pt's ins via the restore app. The caller was in the app when it disconnected. The caller then reconnected to the ins and got the following message: "validation error: system detected invalid data in the device. Therapy data may be cleared. 0f030000 continue or exit workflow". The caller did not proceed. Caller did confirm their app version is 1.0.4255. Caller was completely out of the app and had the pt try to use their pt programmer and the caller confirmed that the settings had indeed been cleared from pt's device. The caller was directed to mobility to retrieve logs.

Manufacturer narrative:
Continuation of d10: product ID a71100 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the validation error was not determined. The issue was resolved and the device was able to be reprogrammed. The previous settings were wiped from the ins.